Event description:
The consumer alleges the tram module is "fried." The module allegedly made a popping noise and smells like smoke. No injury is alleged.

Manufacturer narrative:
No serious injury alleged. Consumer stated that she heard a popping noise and smelled smoke. Chair was approximately one year old at time of incident. Product has not been returned for evaluation at this time so it is unknown if a malfunction occurred or if other factors such as misuse, abuse, or lack of maintenance may have caused or contributed to this incident. MDR filed based on alleged unconfirmed malfunction.

Manufacturer narrative:
Initial (B)(4) issued mfg report #1525712-2011-00236. Internal inspection revealed heat damage. The overheating of the pcb and components in the area of the output fets occurred. This failure is covered under risk assessment 119. Design is viewed as alarp. Some degree of smoking likely occurred; however, this was not an indication of sustained combustion. The electronic malfunction of the controller, including any debris that resulted, was contained within the metal enclosure of the device. The cables showed no signs of overheating. No risk of shock was present to the user. No serious injury alleged. Consumer stated that she heard a popping noise and smelled smoke. Chair was approximately one year old at time of incident. Product has not been returned for evaluation at this time so it is unknown if a malfunction occurred or if other factors such as misuse, abuse, or lack of maintenance may have caused or contributed to this incident. MDR filed based on alleged unconfirmed malfunction.

Event description:
The consumer alleges the tram module is "fried." The module allegedly made a popping noise and smells like smoke. No injury is alleged.